Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 440 mg/dl. Customer was not wearing the device at time of hospitalization. Customer had been off the device for couple months. Customer was pregnant at time of hospitalization. Customer will not be returning the device for analysis.